Event description:
It was reported that when the manufacturer¿s representative (rep) was checking impedances the pairs between 4-5, 5-9, 5-11, and 5-15 were greater than 10,000 ohms. The 5-6 pair was 7152 ohms. Other pairs with number five were in the normal range around 1000 ohms. It was reviewed with the rep. That this was unusual since opens usually affected all pairs with an electrode. It was reviewed that it may be an intermittent open and that may develop into a full open circuit, and it could be rechecked at the next appointment on (B)(6). It was noted that the patient wasn¿t using the #5 in programming. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n394890, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the issue was resolved at the time of the first call, and confirmed when the manufacturer¿s representative (rep) saw the patient in follow-up. To the rep.¿s knowledge the patient was doing well and getting great coverage.